Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b5: description of event h6: health effect impact code 2199 removed.

Event description:
Corrected information: hemostasis was achieved with manual arterial compression.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an unspecified artery was attempted with proglide devices using the pre-close technique prior to a abdominal and iliac aortic aneurysm interventional procedure. Reportedly, three devices were "defective". The method in which hemostasis was achieved was not specified. There was no adverse patient sequela. No additional information was provided.